Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to refill her reservoir and change her set. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 253 mg/dl. No further information reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and missing end cap sticker.